Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the customer noticed that the insulated wire of the maryland bipolar forceps had minor damage. The defects were very minimal, but the instrument was no longer needed. The procedure was done with this instrument until the end. No new instrument had been opened. There were no fragments in the patient. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Failure analysis investigations confirmed the customer reported complaint of " the isolated wire has small defects". The instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was no material missing and the conductor wires were not exposed. The conductor wire insulation was lifted off and damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.04¿ - 1.15¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube.

Event description:
Refer to h10/h11 for follow-up information.